Manufacturer narrative:
In an eval of the device by physio-control, a complete functional test was performed and proper operation was observed. Info regarding proper operation of the device has been reviewed with the customer by physio-control. The unit was returned to the customer for use.

Event description:
Medics responded to a person described as in full cardiac arrest with bystander CPR in progress. The patient was connected to the device and the analyze button pressed. The device advised no shock to the patient. CPR continued then the analyze button pressed again. According to the reporter, the device alarmed "motion detected" which could not be cleared by the medics. Defibrillation protocol was abandoned and the patient was transported to the hospital. The patient was not resuscitated.